Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I anti-hbs result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, a review showed that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-hbs, lot number 47553fn01, was identified.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for several patients. The following data was provided (>10.0 miu/ml is considered protected): sample ID (B)(6)result was 46.73 miu/ml sample ID (B)(6)result was 36.75 miu/ml sample ID (B)(6)result was 15.86 miu/ml sample ID (B)(6)result was 40.62 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) , sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry: (B)(6). This report is being filed on an international product, list number 07p89-77, that has a similar product distributed in the us, list number 07p88.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for several patients. The following data was provided (>10.0 miu/ml is considered protected): sample ID (B)(6) result was 46.73 miu/ml . Sample ID (B)(6) result was 36.75 miu/ml . Sample ID (B)(6) result was 15.86 miu/ml . Sample ID (B)(6) result was 40.62 miu/ml. There was no impact to patient management reported.